Manufacturer narrative:
The pump was received with act and escape buttons that did not respond due to flattened button dome switches. The pump was unable to verify prime anomaly, rewind anomaly, bolus loop anomaly due to unresponsive buttons. The pump had scratched display window and cracked display window corner. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a prime anomaly from the insulin pump. The customer's blood glucose reading was 509 mg/dl. The customer will treat the high blood glucose with needles. The customer stated that the act button on the pump does not respond. The customer was advised to exit the rewind complete delivery loop and complete the fill tubing process successfully. The customer will be sent a replacement pump.